Event description:
Reporter indicated that her vns therapy programming handheld was freezing during the interrogation of patient's pulse generators. Good faith attempts to obtain the handheld for product analysis are currently being made.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.